Event description:
A malfunction occurred with the customer's insulin pump, displaying malf 16, which was not resolved by a reset. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, but as the malfunction recurred, they arranged for a pump replacement. The replacement pump was within warranty, and the customer was informed of the need to switch to mdi as a backup. Instructions for pump return and shipment were provided to the customer.